Event description:
It was reported that during a coil embolization procedure, the coil broke off from the pusher wire while inside the microcatheter. The coil and microcatheter were removed from the patient's body as one unit. The procedure continued with another device without clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual examination of the returned device revealed that coil delivery wire and main coil were kinked and the main coil was broken. Information available indicated that the device was confirmed to be in good condition prior to use. Based on the information available and analysis of the device, the reported main coil broken was confirmed. There was damage noted to the device as well as to the returned competitor microcatheter indicative of force having been used during the procedure. It is likely that procedural factors contributed to the reported and observed damages limiting the performance of the coil during the clinical procedure. Therefore, an assignable cause of operational context has been assigned to this investigation. Concomitant product:grid.

Event description:
It was reported that during a coil embolization procedure, the coil broke off from the pusher wire while inside the microcatheter. The coil and microcatheter were removed from the patient's body as one unit. The procedure continued with another device without clinical consequences to the patient.